Manufacturer narrative:
The field service representative (fsr) inspected the instrument, architect c4000 processing module, serial number (B)(6), and observed sample pipettor errors. The issue was resolved by replacing the sample probe. List number 01g48-03 sample probe was determined to be the likely cause of the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the list number 01g48-03 sample probe did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module, serial number (B)(6), or the list number 01g48-03 sample probe was identified.

Event description:
The customer observed a falsely elevated architect creatinine result on one patient sample that was reported out of the lab. The patient was brought into the ER for a redraw and the result was normal. The following data was provided: sid (B)(6) initial creatinine result processed on (B)(6) 2023 = 6.28 mg/dl repeated = 0.64 mg/dl. Repeated again on another architect = 0.62 mg/dl. (B)(6) new sample drawn in ER creatinine result = 0.66 mg/dl repeated = 0.65 mg/dl repeated again on another architect = 0.64 mg/dl. Reference range provided by the customer is 0.52-0.69 mg/dl. Additional data provided 11aug2023: reran samples as a precision run. Results below: all drawn from same patient. Sid (B)(6) .66 .66 .66 .67 .68 .65 .66 .66 .66 .68 sid (B)(6) .67 .68 .67 .67 .68 .65 .66 .69 .67 .69 sid (B)(6) (lavender top) .70 .71 .66 .70 .73 .67 .71 .70 .70 .70 no additional impact to patient management was reported.

Event description:
The customer observed a falsely elevated architect creatinine result on one patient sample that was reported out of the lab. The patient was brought into the ER for a redraw and the result was normal. The following data was provided: sid (B)(6) initial creatinine result processed on (B)(6) 2023 = 6.28 mg/dl repeated = 0.64 mg/dl repeated again on another architect = 0.62 mg/dl sid (B)(6) new sample drawn in ER creatinine result = 0.66 mg/dl repeated = 0.65 mg/dl repeated again on another architect = 0.64 mg/dl reference range provided by the customer is 0.52-0.69 mg/dl additional data provided (B)(6) 2023: reran samples as a precision run. Results below: all drawn from same patient. Sid (B)(6). (Lavender top). No additional impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = (B)(6).